Event description:
It was reported the patient presented to the emergency room feeling pre-syncopal. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited loss of capture. The lp was explanted and replaced. The patient was in stable condition.